Manufacturer narrative:
A review of alarm trace data did not show any relevant alarms. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The testosterone reagent lot number was 83395801, with an expiration date of 31-mar-2026. The field service engineer determined the main sipper and pre-wash sippers were bent. The sippers were replaced and the adjustments were verified. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys testosterone on a cobas 8000 e 801 module. The sample initially resulted in a testosterone value of 1050 nmol/l. A doctor questioned the result, so the sample was repeated. The repeat value was < 3 nmol/l. The repeat value was deemed correct.